Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked and physical damaged on both front corners of top case and missing portion of bottom case seal. Event history log review was performed and found force sensor bridge test. Visual inspection, power up process, check and test force sensor were performed. The customer reported problem was duplicated. According to the investigation, force sensor bridge test was found at power, but all the reading of force sensor was within the required specs. According to the investigation the reported problem was caused by the pump force sensor not operating as intended. Service's replaced the pump force sensor and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited bad force sensor. It was reported that there was no patient or clinical injury.